Event description:
During a ptca procedure, the shaft of the liberte' monorail stent delivery system kinked and subesequently fractured during advancement in the guide catheter. No pt injuries or complications were reported.